Event description:
It was reported that the device overheated. No additional information was provided by the user facility.

Manufacturer narrative:
The device is available for evaluation. However it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.